Event description:
Related manufacturer report numbers 1627487-2022-02345, 3006705815-2021-05706. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced along with patient's inoperable ipg. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was fractured, both leads are being reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.